Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Replacing the fiber optic transceiver resolved the issue.

Event description:
A medtronic rep reported a stealthstation ior system displaying black status. There was no pt present.